Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-op of the implanted cardiac resynchronization therapy defibrillator (crt-d) system it was found that the patient experienced pericardial effusion and perforation. Therefore, the right ventricular (rv) lead was repositioned to the rv septum as it was unsure of the source of the effusion. The rv lead remains in use. No further patient complications have been reported as a result of this event.